Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID :neu_unknown_lead, product type: lead. Product ID: 3537, product type: programmer, patient. (B)(4) applies to leads (lot# unknown) only. (B)(4) applies to programmer, patient (serial# unknown) only. (B)(4) applies to programmer, patient (serial# unknown) and ens (serial# unknown). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Upon bending down and coming back up, patient said they suddenly were unable to feel stimulation. They reported being at 0.6v, and when asked to increase it to 0.9v, the patient was unable to. It can be noted that the patient could successfully decrease stimulation. They then encountered the, "unable to locate device" error message. A contributing factor was the possibility of bending down. In an attempt to troubleshoot, the patient was asked to remove the batteries, but they couldn't remove the battery cover. They were suddenly able to connect the ens with the controller and was able to increase stimulation. They felt the flutter at 1.2v in the buttock area. Additional information was received. Patient reported blood in the urine and they cannot stop leaking urine and fecal. The patient will be going to the hospital and has shut off stimulation. Additional information was received. They were hospitalized/in the ER after on (B)(6) 2017 having blood in their urine and was in the hospital/ER from (B)(6) 2017 with a great deal of pain. According to the healthcare provider (hcp), patient said their leads were incorrectly placed, were removed on (B)(6) 2017, and they will no longer move forward with the implant. Patient was then transferred to the call center. The patient irrigated themself and the catheter showed blood on the tip and they had a urinary infection. The trial failed and the hcp stopped the trial on (B)(6) 2017. Their bladder is too far gone and the hcp said they are not a candidate for the therapy. Patient will follow up with their hcp to discuss options because the call center isn't medically trained and can't provide medical feedback. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.